Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastric sleeve when in the stomach, the reload cannot be closed. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
New information received. Please change reportability of pli- 20 to not a complaint if information is provided in the future, a supplemental report will be issued.